Manufacturer narrative:
The device was received with the shock cushion that has migrated into the hole and was impeding the cam rod from functioning properly. This was due to repeated use and cleanings. The adjustment wrench and 6" transitional showed signs of wear. The device was manufactured in 2006. This device exceeds its expected life of 7 years. The reported complaint was confirmed. A definite root cause could not be reliably determined. The most probable root causes are outlined in the risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error), device used with incorrect/unauthorized devices/accessories for procedure. Device identifier # (B)(4).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit slipped. The gold handle was not holding. There was no patient involvement. Additional information has been requested.